Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy, a teardrop-shaped clip was formed. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.